Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient thought she might be getting an infection but also stated that she thought it may be the stimulation making her uncomfortable. The patient noted that she turned off stimulation, but she still felt uncomfortable. On (B)(6), the patient mentioned that she was on medication for her bladder infection. There were no further symptoms or complications reported or anticipated.